Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no photo or sample was received for investigation, without further information or a physical sample, the customer's complaint of leakage could not be verified and the root cause could not be confirmed. A device history record review could not be performed because a model or lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd intravascular administration set experienced leakage. The following information was provided by the initial reporter: I had a nurse tell me yesterday that when they disconnected the syringe from the tubing that the valve spit blood back out at them.